Manufacturer narrative:
Final analysis found the device was returned with a hole torn through the ventricular septum consistent with procedural damage. The setscrew and wrench were not returned for analysis, the reported event could not be confirmed. The device was otherwise normal, no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to hospital for a pacemaker implant procedure on (B)(6) 2021. During the implant procedure, the setscrew on the header of the pacemaker could not be tightened. A new pacemaker was used instead, and was implanted successfully. The patient was stable throughout.